Event description:
See also MFR report 3004209178-2008-03141. It was reported that the pt is experiencing shocking from her insertion device. The sensation occurs at the ipg site and then travels to the legs. Further info is being requested from the hcp.